Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9056787. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a syringe with the plunger near the 50ml gradient. There are two (2) green arrows pointing to the space between the first (1st) and second (2nd) ribs of the stopper and written in yellow is the statement ¿correct ¿ no liquid in between plunger edges¿. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. A device history record (DHR) review was not able to be performed on the other potential batch(s) associated with this investigation as the batch number(s) were not known. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage past stopper for lot #9056787 item #309653. A complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record (DHR) review was performed on the batch (9056787) associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. A device history record (DHR) review was not able to be performed on the other potential batch(s) associated with this investigation as the batch number(s) were not known. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Rationale: CAPA (B)(4) ¿ 60ml leakage past stopper is currently underway to reduce these complaints and because a dv was not completed when bd originally went from 50ml to 60ml. This CAPA involves going from 60ml to 50ml because it will increase the stability of the plunger rod. The spec deviation sd 2017-017 is currently allowing 60ml product to be sold, while also knowing that 60ml product has increased leakage past the stopper. The CAPA and validation/verification for this is expected to be completed by the end of this year. After which, a shelf life study will confirm that the product meets the leakage past stopper requirement over 5 years shelf life.

Event description:
It was reported that when fluid is leaking past the plunger with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the company reporter: it was reported that there is fluid leaking into the back space of the plunger. The following information was provided by the initial reporter: seeing fluid in the black space of the plunger. Have seen multiple. Not sure if all the same lot number.